Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pm. Replaced mount rubber motor. Replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/28/2017 to present date 11/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the rate calibration test. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed the rate calibration test. There was no patient involvement.